Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) was charged. The first charge was reportedly 1.6 seconds, after which the capacitors were cleared and the device was charged again. The last charge time was reported to be 7.2 seconds. The nurse charging the device questioned whether there was a problem with the capacitors. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.this event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.